Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implantable neurostimulator (ins) was implanted in (B)(6) 2017 and removed in (B)(6) 2018 because it "really did not do the job" with helping the patient's lower back pain or stopping the pain signals. The patient discontinued using it after several months and had an additional back surgery in (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-aug-07 reporting that the implant was removed and a back surgery was done in the same procedure as it was ineffective in reducing the patient's peripheral neuropathy and low back pain. No further complications were reported.